Event description:
Customer reported via phone, she was having issues with high blood glucose of 520 mg/dl. The insulin pump has been alarming no delivery and wants to make sure the insulin pump is functioning correctly. Current blood glucose was 74 mg/dl. She hasn't experienced any high blood glucose symptoms. Troubleshooting was performed. The drive support cap was reported normal. No air bubbles or leaks were noted. Customer stated the device did smell like insulin though. Customer declined removing the site and check if the programming was correct. High pressure test was performed and the insulin pump passed. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.